Event description:
The mother of a male reported that he has been receiving erratic blood glucose values. She reported that she gave her son a bolus of insulin, he ate dinner and after the meal she tested his blood glucose and it was 420 mg/dl. She stated that it was too soon after his meal to have high blood glucose values. She reported that there was an air bubble in the infusion set tubing and she could see it jump. She felt that the piston rod was sticking and then jumping. She reported that she administered a bolus of insulin and monitored his blood glucose until it reduced. At another time, she also reported that within a half an hour, her son's blood glucose values were 370 mg/dl to 56 mg/dl. No add'l info was provided. No medical attention was required. Product was requested to be returned.